Manufacturer narrative:
Product analysis the device was returned with the stent positioned between the markerbands and a visual inspection found that stent was deformed/bunc hed up, image analysis the customer returned two images. Image 1 shows the device in a pouch. The pouch label confirms that the device is 8x57mm (pxb35-08-57-080), lot #: c097092. Image 2 shows the stent on the balloon. There is deformation/bunching of the stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the visi pro 035, there was a delay in surgery of 10 minutes due to partial deployment of the device at the target site within the patient vasculature. The thumbscrew/lock-pin was checked for securement and removed prior to attempted deployment. The stent was removed successfully in tandem with the delivery system without injury or intervention, and there was no vessel damage. The procedure was completed using a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.